Event description:
The technician attempted to attach a lid on a canister and the lid "shattered". This happened with four additional canisters. The hospital had a canister that was already assembled and connected it to the pump. When the pump was turned on the canister lid cracked and broke. This MDR is associated with MDR's 3005168196-2010-00695, 3005168196-2010-00696, 3005168196-2010-00697, and 3005168196-2010-00698.

Manufacturer narrative:
Conclusion: these devices are available for return and a follow-up MDR will be submitted upon completion of the device evals.